Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 05-may-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the suspect iol was received in a baggy inside of the folding carton. The suspect iol was received, cleaned and visual inspection under magnification was performed. Visual inspection found the lens was missing half of a haptic, scratches and damage on the surface. No further evaluation was performed and no issues that could contribute to the complaint event were observed. Complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: per complaint investigation results, the product was released within specifications. Relationship between the device and the reported incident could not be determined. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the za9003 intraocular lens (iol) was implanted but removed. Replacement lens information is unknown. No further information is available.